Event description:
Healthcare professional reported "can you please start a claim". Later, healthcare professional reported "capsule contracture baker grade unknown". This record is for the left side. Device was explanted and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture was received on april 23, 2025, with lot number 3008144. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "can you please start a claim". Later, healthcare professional reported "capsule contracture baker grade unknown". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "can you please start a claim". Later, healthcare professional reported "capsule contracture baker grade unknown". This record is for the left side. Device was explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.